Event description:
It was reported that during a lap gastric sleeve procedure, the device would not open and when the surgeon tried to open the device, the handle broke. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.